Event description:
It was reported that the rotawire and rotapro became entrapped. A rotawire and rotapro atherectomy catheter was selected for use to treat a 95% stenosed, moderately tortuous and severely calcified target lesion. Rotational speed was sent to 180,000 rpm and the maximum speed observed was 180,000 rpm. The rotawire and rotapro became entrapped with each other. A kink was observed on the rotawire. Both devices were removed from the patient as one unit. No patient complications were reported.